Event description:
During procedure, the guidewire pushed the distal tines of the stent (subject device) out. As an attempt was made to retrieve the stent, it prematurely deployed in the right femoral artery. The procedure was completed with the use of another stent. The pt is reported to be fine.

Manufacturer narrative:
Stent premature deployment.